Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump was programmed to deliver phenylephrine (neosynephrine). The concentration was 30 mg in a 250 ml bag (120 mcg per ml). The bag was placed on a drip on the alaris pump. The settings were 30 mcg/min which equals 15 ml per hour on the pump. The volume to be infused is relative to the bp achieving optimal levels, length of case, and increasing or decreasing dosages but the pump module had infused at a higher rate then what it was program for and infusion was immediately stopped and equipment exchanged. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a & g codes.

Event description:
It was reported that the pump was programmed to deliver phenylephrine (neosynephrine). The concentration was 30 mg in a 250 ml bag (120 mcg per ml). The bag was placed on a drip on the alaris pump. The settings were 30 mcg/min which equals 15 ml per hour on the pump. The volume to be infused is relative to the bp achieving optimal levels, length of case, and increasing or decreasing dosages but the pump module had infused at a higher rate then what it was program for and infusion was immediately stopped and equipment exchanged. There was patient involvement but no harm.

Event description:
It was reported that the pump was programmed to deliver phenylephrine (neosynephrine). The concentration was 30 mg in a 250 ml bag (120 mcg per ml). The bag was placed on a drip on the alaris pump. The settings were 30 mcg/min which equals 15 ml per hour on the pump. The volume to be infused is relative to the bp achieving optimal levels, length of case, and increasing or decreasing dosages but the pump module had infused at a higher rate then what it was program for and infusion was immediately stopped and equipment exchanged. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.